Manufacturer narrative:
The certas valve (ID 828811pl) was returned for evaluation. DHR - lot 4499922, conformed to the specifications when released to stock failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation.

Event description:
A facility reported a certas valve (ID 828811pl) was implanted on (B)(6) 2022 with a set pressure of 7. On (B)(6) 2022, valve was found to be incorrectly set to 3. The patient had symptoms of over-drainage. A 3t MRI was performed on (B)(6) 2022 prior on finding the incorrect setting. The valve was removed on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.